Manufacturer narrative:
MFR ref no.: (B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported a spectrum pump failed the downstream occlusion portion of the preventive maintenance test. The pump did not alarm downstream occlusion until a downstream pressure of 25.6 psi was reached. It was also reported this condition occurred during testing, and there was no pt involvement.